Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd syringe experienced leakage at the connection site. The following information was provided by the initial reporter: liquid escaping the barrel of the syringe into the space between the two ribs of the plunger seal. Specifically, no liquid is exiting the syringe but remaining trapped between those two layers of the plunger seal.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4). This complaint was cancelled and the MDR will be void.

Event description:
Duplicate of pr (B)(4).